Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/7/2020. Additional h6 patient codes: 1994, 1154, 1884, 3189 ¿ surgical intervention. The following additional information was received: the observations concerning the episiotomy shows a hematoma in the process of regression, accompanied by moderate induration and dehiscence. This patient has since been admitted to the gynecological emergency department on (B)(6) 2019 for reopening of the episiotomy scar accompanied by pain. No information about the actual state of the patient. Additional h3 investigation summary: two empty labeled winding former of product code vr2217 were received for analysis. As no needle or suture were returned for evaluation, we are unable to investigate further to the issue.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: am1291, date of mfg: 05/17/2019; expiration date: 04/30/2024. A manufacturing record evaluation was performed for the finished device am1291 possible lot number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle retrieved in the second procedure? Is the actual needle available for investigation? What is the patient¿s current status? What instruments were used to grasp the needle? Where was the needle grasped during use? What tissue was the needle piece retained in during episiotomy? What was the date of the second procedure when needle was removed? What is physician¿s opinion as to the etiology of or contributing factors to this event?

Event description:
It was reported that the patient underwent episiotomy on (B)(6) 2019 and suture was used. The needle pulled off from the thread when making the last stitch. The needle has been lost on the patient¿s bottom. Patient required another procedure to find the needle. Additional information has been requested.